Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a non-emergency treatment was completed by using another system. A philips field service engineer inspected the system onsite and measured tube filament and found that the tube filament was defective. During an onsite inspection, a field service engineer identified a defect in the tube filament. Philips provided a replacement quotation, which the customer declined. The issue was ultimately resolved by a third party replacing the x-ray tube. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.